Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: vnotes. Event description: tissue sealing during vnotes hysterectomy. The device started beeping (as well activating) and did not stop, regardless of if the activation button was pressed or handle latched or not. Additional information received by applied medical rep via email on 24sep25: we were a bit into the operation. We had just cleaned the jaws with a damp compress (moistened with nacl). The device started to beep and burn without being activated. Additional instruments: bipolar forceps. Part of kit lot 1566465. Additional information received by applied medical rep via email on 8oct25: the error codes that appeared indicated that we should clean the instrument, and that there was too little tissue between the jaws. After cleaning, the device beeped and burned several times without activation. Patient status: patient is fine. Intervention: device replacement.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant¿s experience of unintended rf energy output. Based on the condition of the returned unit, it is likely that the reported event was caused by a misaligned fuse switch. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: vnotes. Event description: tissue sealing during vnotes hysterectomy. The device started beeping (as well activating) and did not stop, regardless of if the activation button was pressed or handle latched or not. Additional information received by applied medical rep via email on 24sep25: we were a bit into the operation. We had just cleaned the jaws with a damp compress (moistened with nacl). The device started to beep and burn without being activated. Additional instruments - bipolar forceps, part of kit lot 1566465. Additional information received by applied medical rep via email on 8oct25: the error codes that appeared indicated that we should clean the instrument, and that there was too little tissue between the jaws. After cleaning, the device beeped and burned several times without activation. Patient status: patient is fine. Intervention: device replacement.